Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients single chamber implantable cardioverter defibrillator (ICD) was "sensing both the p-wave and r-wav e." The right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, diminished sensing and it was noted that the "impedances had shifted." Resulting in the patient receiving inappropriate therapy. An x-ray confirmed that the rv lead had dislodged. A lead revision was completed the following day. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.